Event description:
Patient had initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed. Then in 2007, a main body extension and one iliac leg graft were placed for suspected endoleak. This turned out to be a type ii endoleak. Seven days later, a converter graft was placed because a type iii endoleak presented on the left side.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate to confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent within the main body endovascular graft. The long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Product was not returned to assist in this investigation. An internal clinical review indicated that the event may have been caused by a type ii and type iii endoleak due to anatomical changes over time.